Manufacturer narrative:
The failure investigation has been completed and the battery not charging and temperature alleged issue was verified. However, based on the analysis, the altitude alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Reported, the pump was not exposed to extreme temperatures or pump was not outside the labeled altitude operating range, but both a temperature alarm and altitude alarm occurred. Customer was unable to clear the alarms. A replacement pump was sent to the customer. The customer reverted to an alternate multiple dose insulin therapy.